Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sigmoidectomy on the fourth firing the staple line was not completed. Additional tissue resection was required due to the issue. There was tissue damage. The procedure was completed with another device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the single use loading units (sulu) was fully applied. Additionally, microscopic inspection of the knife blade displayed damage. A pmv instrument was used for functional testing. The sulu was reset, reloaded with staples, and reloaded into the instrument. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.